Manufacturer narrative:
Date of event -date of publication " multimodality treatment of posterior inferior cerebellar artery aneurysms" science direct http://dx.doi.org/10.1016/j.wneu.2017.07.024.

Event description:
The article is based on the retrospective review of aneurysms treated over a 5-year period, which disclosed 30 patients with pica aneurysms. Most patients in this study presented with subarachnoid haemorrhage (sah). They underwent 36 interventions. During the procedures, treatment included resolute onyx drug eluting stents were implanted. It was reported that vessel perforation occurred during procedure, and embolization and patient deaths occurred.